Event description:
Pt was being implanted with ncp pulse generator and bipolar lead on 11/25/98. Intraoperative diagnostic tests were performed in accordance with physician's manual. Per the physician's notes, loss of ventricular function was noted upon performance of lead test. The test was performed again, at which time the same loss of ventricular function was noted. An on-demand stimulation was initiated using the ncp magnet, which again resulted in loss of ventricular function. After the testing, pt recovered to normal sinus rhythm. Atropine (0.6 mg) was administered. After the pt was without incident for approximately 15-20 minutes, the wounds were irrigated and closed. The pulse generator and bipolar lead were left in place.